Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an ophthalmic surgeon indicated the substitute blades were dull during the procedures. There was no harm to the patients and no product samples were retained. Additional information has been requested.

Manufacturer narrative:
A sample was not returned for this complaint. The custom pak lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. The root cause of the customer¿s dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. The root cause of the reported dull knife is unknown as a sample was not returned for investigation. (B)(4).